Manufacturer narrative:
One smiths medical cadd-prizm® vip system was returned and repaired by service center. Repair noted indicate that the complaint was verified and was over-infusing. The expulsor, missing battery door and pin was repaired along with the pump being calibrated. Based on the evidence, the root cause is unknown but the issue will be monitored.

Event description:
Information was received indicating that a smiths medical cadd-prizm® vip system was over infusing. There were no reported adverse effects.